Manufacturer narrative:
Batch review performed on 7 november 2025. Stem: amistem h 01.18.137 amistem-h std. Size 7 (k093944) lot 157350: (B)(4) items manufactured and released on 19-apr-2016. Expiration date: 07-apr-2021. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
At about 8 years and 9 months after the primary, the patient came in reporting pain due to a periprosthetic fracture and the cause is unknown. The surgeon noted no bone quality issues. The surgeon cabled the fracture and revised the medacta stem and head with a competitor stem and head. He revised the medacta liner to a medacta liner. X-rays unavailable. The surgery was completed successfully.